Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range pacing impedance measurements less than 200 ohms 6 months post implant. An attempt was made to reposition the lead, however, was unsuccessful. The ICD was noted to be scarred into the pocket, so the physician planned to schedule device and lead explant for an unknown date in the future. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Additional information was received that this ICD and rv lead were part of a system revision due to infection and to prevent sepsis. The product was explanted. No additional adverse patient effects were reported.